Manufacturer narrative:
(B)(4). It was reported the patient recovered from the peritonitis event. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported a patient experienced and was hospitalized for peritonitis coincident with peritoneal dialysis (pd) therapy. On an unreported date, the patient began treatment with injection of meropenem 125 milligrams (frequency, route and duration not reported) and injection of tobramycin 20 milligrams (frequency, route and duration not reported). The cause of the peritonitis was unknown. Action taken with dianeal therapy not reported. At the time of this report the outcome of this peritonitis event was unknown. No additional information is available. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). The reported product is an unknown baxter minicap. The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).